Manufacturer narrative:
H4 device manufacture date was noted as jul 30, 2005. The correct manufacturing date is feb 21, 2000. A clinical consultation with the treating surgeon was performed. The patient records, scans, and treatment plan was discussed with the treating surgeon. Small wavefront with a larger pupil suggestive of the patient's lenticular issues (nuclear sclerosis) which were missed. Reviewed in detail with treating surgeon and discussed the importance of recognition and assessment for future treatments. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Sex, weight, ethnicity: unknown, not provided. A clinical consultation with the treating surgeon was performed. The patient records, scans, and treatment plan was discussed with the treating surgeon. Small wavefront with a larger pupil suggestive of the patient's lenticular issues (nuclear sclerosis) which were missed. Reviewed in detail with treating surgeon and discussed the importance of recognition and assessment for future treatments. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported a patient experienced unexpected outcome(overcorrection). As a result, the patient had a retreatment. Below is the patients complaints at post op visits. At post-op day one: both eyes (ou) observed under the slip lamp, mild dry eyes, transient edema. Surgeon at day 1 has patient continue regimen. Customer comments were of complaint of near vision difficult. Also, complaint of post regimen prescriptions. The patient was advised not to rub eyes and discussed the probability of visual fluctuation for the next several months and the importance of artificial tears even if eyes do not feel dry. At 1 week post op, patient still complained of post- op regimen prescriptions. Patient comments are that the left (os) eye feels perfect, the right (od) eye feels more scratchy. She cannot read up close, or focus on the computer. Distance vison is ok, she is fine to drive. Concerned about plan to go back to work. Her eyes are watery. At 2 months: under the slit lamp, patient continued to have mild dry eye. Customer complained of post op regimen of artificial tears used every hour. Her vision had gotten worse. Sands corrected (sc) on (B)(6) 2020. Pre op was 20/30 for both eyes. Post op 1 day, od sc 20/125 ph 40-2, os sc 20/40+2 ph 30+1, ou sc 20/30-2. At 2 months post op, sands corrected of 01-06-2021, od sc 20/60+2 ph 20/25, os 2 plano 20/25-2. Post op, sc 20/70 20/30, od +1.75. A clinical consultation was performed and the patient's topography, records. Treatment plan with treating surgeon was reviewed. After review, this patient has lenticular issues (also 4.5% hoa on od is a tip off) which were missed. Also noted that even though the correction in od is less than os it wants more tissue. All point to patient having nuclear sclerotic cataracts. Reviewed in detail with treating surgeon and discussed the importance of recognition and assessment for future treatments.